Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a brief dexcom g7 cgm disconnection resulting in signal loss to the ilet, after which glucose data resumed and displayed 104 mg/dl; the user was new to the system and received education on bg-run mode and device use. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding cgm connectivity and ilet operating modes. Investigation of this case revealed a transient communication interruption between the cgm and the ilet without device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related and environmental connectivity variability.